Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking iodine and solution from the female connector. The leak was observed during use of the device for pd therapy. The leak occurred even after fastening a ''minicap'' and closing the transfer set twist clamp. The issue was resolved by replacing the patient¿s pd transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.